Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a system shutdown resulting in a loss of mechanical ventilation during a case. There was no patient injury.